Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endoscope was analyzed and found with mechanical damage to the scopes shaft. Additional observation(s) not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to instrument not recognized. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image test. The complaint regarding the slit in the scope was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the endoscope be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the endoscope had a slit. It was unknown if a fragment fell inside the patient. It was unknown how the procedure was completed.